Event description:
On (B)(6) 2010, I had the essure procedure done. When I was in the room having it done, the doctor was on the left side and I was told that the coil had broke off and he said that they were going to leave it and see if the tissue would heal around it. Don't understand why this was not taken out and replaced since it was broken. Since 2010 I've had bad pains in the left side, back and stomach. Trouble sleeping, black outs, hot flashes etc. I was just wondering if anything could be done about this.